Manufacturer narrative:
Footend lift motor coupler.

Event description:
It was reported by service report that the lift motor will not engage. It was further reported the auxiliary power cord had a broken ground prong. It is unk if there was pt involvement or if there are adverse consequences to report.